Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested the system and replicated the reported event. The fse replaced the backplane fiber optic cables. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to the backplane fiber optic cables. This issue can be resolved by replacing the fiber optic cables.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that while starting the procedure recoverable errors have been recurring. Tse confirmed the system logs with repeated errors reported by the acp4. The procedure was completing as planned with no reported injury.